Manufacturer narrative:
Investigation completed on smiths medical cadd solis vip 2120 pump. On arrival and visual outside inspection of device revealed damaged lens. Event log was opened and revealed complaint of cassette not attached properly. Testing of device concluded and validated complaint. Down stream occlusion sensor was replaced. Unable to determine cause of event, however is was noted corrosion and rust contaminated. The device once repaired passed all delivery and functional testing.

Event description:
Information received a smiths medical cadd solis 2120 pump cassette not attached properly alarm. This occurred prior to use and no patient involvement nor injury.